Event description:
Information received from the field does not address the patient's clinical status but notes a rise in capture thresholds. Initially, the lead was repositioned one day post implant. The lead has now been replaced.